Manufacturer narrative:
Company representative evaluated the unit and replaced power on switch, pump, nafion tubing, o2 filter and co2 absorber/filter. Performed gas calibration. Tested, calibrated and safety checked unit to factory specifications.

Event description:
Customer reported that gas module iii failed, which may have affected gas monitoring. No patient injury was reported.